Event description:
A customer reported the footswitch was not working. No add'l info was given. There was no report of any pt injury.

Manufacturer narrative:
The facility canceled the order placed for a new footswitch. The customer reported the surgeon prefers a six switch footpedal. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).